Event description:
It was reported the lead was explanted due to lead dislodgement. The patient condition was fine.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.